Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced seizures at school. The cgm showed a reading of 65 mg/dl, but blood glucose was not checked. The school staff called paramedics at 5:27 pm. Paramedics arrived at 5:30 pm and performed a fingerstick, which showed a blood glucose level of 39 mg/dl. They decided to transport the patient to the hospital. No medication was administered at school or by paramedics. The cgm could not be checked. The patient arrived at the emergency room (ER) at 6:00 pm. The doctor provided crackers and orange juice to increase glucose levels. The patient received one dose of tylenol (500 mg) and ibuprofen (400 mg). The patient was discharged at 8:02 pm with no additional medication given. The doctor recommended changing the dexcom sensor, performing regular fingerstick checks, and contacting the clinic if any issues arise. The patient was in good condition during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/25/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. The customer's complaint was undetermined due to no calibrations to confirm the reported inaccuracy. The probable cause could not be determined via product. No additional patient or event information is available.